Manufacturer narrative:
(B)(4). Externalized conductors due to internal insulation abrasion were noted at 51.2-56.0cm from the connector pin. Internal insulation abrasion was noted at 44.5-45.7cm from the connector pin. The etfe coating was intact at these locations. A fracture of the inner coil was noted at 21.2-21.9cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.